Event description:
It as reported that the procedure in 2005 was to treat a lesion in the right carotid artery in a high risk patient. It was a long process cannulating the artery, using a diagnostic catheter. During this time, the patient suffered a stroke. The patient as infused with a blood thinner in an attempt to thin out a blood clot. The decision was made to stent the artery. An accunet was placed without issue and the lesion was pre-dilated with a 4.0x 20 mm viatrac. The acculink stent was then deployed and post-dilated with a 5.0x20 mm viatrac. The accunet filter was removed. There was no issue with any of the products and there were no procedural issues reported. The patient expired the next day. The cause of death was stated to be due to stroke and a brain hemorrhage.